Event description:
In 2007, this patient was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. Two months later, an open procedure was performed to treat an indeterminate endoleak. Portions of the contralateral leg were explanted and replaced with a surgical graft. The physician noted there were aortic calcifications. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.